Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that on a CT exam performed approximately 4 months post index procedure, a type ia endoleak was observed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; intervention was performed to address the type ia endoleak with the implantation of a 44x44x100 valiant stent graft proximally. It was reported that the stent graft was placed perfectly, but there was an endoleak proximally, either type ia or type ii endoleak. Film evaluation summary; the exact type and cause of the reported endoleak could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 60mm max diameter taa located within the descending thoracic just past the arch. Other than the acutely angulated aortic arch (~90 deg), the thoracic was non-tortuous, and there was no appreciable calcification or thrombus. CT¿s returned from ~4 months post-implant revealed that 2-valiant stent grafts had been implanted in the patient. The proximal free-flo device was positioned just distal to the lsa and extended across the arch. The distal device (closed web proximal) was positioned overlapping the proximal device ~3 stent rings (60mm¿s), with 3 stent rings extending distally from the end of the proximal device. Along the angulated stent graft inner curvature, near the start of the overlapping component junction, contrast was seen within the taa. The exact source/cause of the endoleak could not be determined. This most likely represented a type iiib fabric endoleak, possibly due to overlapping component abrasion which may have been exacerbated by stent graft angulation. However, it is also possible that this may have been a proximal type I endoleak due to an unknown cause. If information is provided in the future, a supplemental report will be issued.